Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the pump black box data showed evidence of a drastic voltage fluctuation occurring. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The pump¿s sleep current draws was found to be out of specification. The pump case was removed and elevated voltage was found at the piezo spring contact. A defective electrical component on the printed circuit board was removed and the pump¿s sleep current draw returned to specifications.